Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration: yes/ malposition / failure to occlude') in an adult female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: plaintiff claiming migration: yes/ malposition. Discrepancy noted in essure insertion date as: (B)(6) 2007 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: malposition, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury nos removed. Events: plaintiff claiming migration: yes/malposition newly added. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('e-sure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua. / failure to occlude (close) fallopian tube(s),'), device dislocation ('plaintiff claiming migration: yes/ malposition essure device, location: adjacent to the left cornua / essure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua') and ovarian perforation ('perforation (other): into my ovary') in a 35-year-old female patient who had essure (ess205) (batch no. 95793-not valid, 581734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included failed back surgery syndrome. Previously administered products included for an unreported indication: zovia from 2002 to 2007, naproxen from 2002 to 2007, lidocaine from 2002 to 2007, baclofen from 2002 to 2007, zanaflex from 2002 to 2007, ambien from 2002 to 2007, clonazepam from 2002 to 2007 and lortab from 2002 to 2007. Concomitant products included methadone and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeidng"), 6 months 7 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), and total hysterectomy (uterus an cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown, the device dislocation, ovarian perforation, genital haemorrhage and fatigue had not resolved and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, fatigue, genital haemorrhage, menorrhagia, ovarian perforation, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff claiming migration: yes/ malposition. Discrepancy noted in essure insertion date as: (B)(6) 2007 discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Lot number: 581734, manufacturing date: 2007/03, expiration date: 2009/02. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: malposition, failure to occlude. Ultrasound scan vagina - on an unknown date: failure to occlude (close) fallopian tubes, perforation (other) please describe: into ovary, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Events added from pfs- pelvic pain, abdominal pain. Outcome of event vaginal haemorrhage, menorrhagia were updated. Onset date of event vaginal haemorrhage, menorrhagia were updated. Medical history, historical drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('e-sure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua.'), device dislocation ('plaintiff claiming migration: yes/ malposition essure device, location: adjacent to the left cornua / essure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua.'), ovarian perforation ('perforation (other): into my ovary') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 957934,581734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included methadone and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal "bleeding""), fatigue ("fatigue") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial), and total hysterectomy (uterus an cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown and the device dislocation, ovarian perforation, genital haemorrhage, vaginal haemorrhage, fatigue and menorrhagia had not resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, menorrhagia, ovarian perforation, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff claiming migration: yes/ malposition. Discrepancy noted in essure insertion date as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: malposition, failure to occlude. Ultrasound scan vagina: on an unknown date: failure to occlude (close) fallopian tubes, perforation (other) please describe: into ovary, migration of essure device. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received : lot number added. Following events were added : abnormal bleeding (general), abnormal vaginal bleeding, perforation (other): into my ovary, menorrhagia, fatigue. Reporter information added. Event essure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua. Was clubbed with migration: yes/ malposition essure device, location: adjacent to the left cornua. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('e-sure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua.'), device dislocation ('plaintiff claiming migration: yes/ malposition essure device, location: adjacent to the left cornua / essure device had perforated through the fundus and was protruding into the abdominal cavity just adjacent to the left cornua.'), ovarian perforation ('perforation (other): into my ovary') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 957934-invalid, 581734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included methadone and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeidng"), fatigue ("fatigue") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial), and total hysterectomy (uterus an cervix removed)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown and the device dislocation, ovarian perforation, genital haemorrhage, vaginal haemorrhage, fatigue and menorrhagia had not resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, menorrhagia, ovarian perforation, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff claiming migration: yes/ malposition. Discrepancy noted in essure insertion date as: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: malposition, failure to occlude. Ultrasound scan vagina - on an unknown date: failure to occlude (close) fallopian tubes, perforation (other) please describe: into ovary, migration of essure device. Lot number: 581734 manufacturing date: 2007/03 expiration date: 2009/02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.